Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-jun-26 information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was in need of an MRI for their lumbar spine. They stated the patient reported the device "never worked right" and the patient did not have a programmer. When trying to clarify what the patient meant they stated it "kinda sounds like it didn't help with symptoms." They stated the ins battery was dead. On 2024-oct-04 additional information was received from the patient. They reported that to clarify the device never working right, they were meaning that they never felt stimulation. It was unknown if it was due to normal battery depletion and the cause of the device not working was not known. The steps they were going to take to get the issue resolved was getting the device removed. The issue was not yet resolved.